Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Product #1 pi main (B)(4): a patient experiencing a wound issue was reported to abbott. The issue was resolved. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Product #2 pi main (B)(4): a patient experiencing a wound issue was reported to abbott. The issue was resolved. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-17623. Additional information was received that the patient's system was explanted after the patient suffered a fall and their wound opened. Follow up indicated the patient was doing well post operatively.